Manufacturer narrative:
(B)(4) additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in the patient's room one day after the catheter was placed, the user tried to exchange the infusion solution, however, the injection line was found separated from the injection hub. As a result, the catheter was removed and a new kit was opened and used without issue. The user stated that no force was used on the catheter. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed through examination of a returned product sample. The customer provided one white luer hub that was separated from the extension line of a catheter. The rest of the catheter was not returned. Microscopic examination revealed a piece of extension line remaining inside the hub. The separated edge of extension line had a jagged appearance which is characteristic of tearing caused by excess force. A review of manufacturing records did not yield any relevant findings. Based on the appearance of the sample and the report that the separation occurred one day after catheter placement, operational context caused or contributed to this event. No further action will be taken.